Event description:
Philips received a complaint from the customer biomed reporting a blower error occurred on the v60 ventilator. The device was in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (bme) and confirmed the reported issue. The rse determined a blower stall error had occurred through review of the device event log which indicates device software determined that the blower could not produce sufficient pressure, or the blower speed signal had failed. The rse advised the bme of troubleshooting steps provided in the v60 service manual. The bme requested details for blower assembly replacement. The investigation is ongoing.

Manufacturer narrative:
The biomed engineer (bme) reported the issue could not be duplicated in testing. The bme concluded replacement of the motor control (mc) printed circuit board assembly (pcba) would be necessary if the error recurred. The error did not recur. No further corrective activity occurred. The device was confirmed to be operating per specifications and returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.